Manufacturer narrative:
The reported event of ¿lead could not be plugged into the pacemaker completely¿ was not confirmed. A complete lead was returned in single piece for analysis. Analysis was normal. No anomalies were found. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the lead could not be plugged into the device completely. The lead was not used and replaced. The patient was stable.